Manufacturer narrative:
One osseotite® implant 3.75 x 11.5mm (oss311) was returned for investigation (image attached in complaint). Visual evaluation of the as returned product identified both pieces were returned from a completely fractured implant, damage from trephine removal and dried blood and bone around the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth # 34 (fdi) and was used for approximately 1 year 7 months. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that based on new information received on june 19th 2020, the implant was actually fractured. The fractured implant was removed and a new one was placed. Tooth location 21.